Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4).

Event description:
This event is part of the (B)(6) study. It was reported that a (B)(6) male patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for symptomatic persistent atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered atrial flutter with variable av block requiring dc cardioversion. This event occurred one day post-procedure. Patient required extended hospitalization as a result of this adverse event. Patient outcome is ongoing. Medical history includes symptomatic persistent atrial fibrillation and hypertension. Principal investigator assessed this event as moderate severity, not related to investigational device (carto finder software), not related to non-investigational device, and possibly related to procedure.

Manufacturer narrative:
On 11/9/2016, biosense webster obtained additional information regarding this event: the patient issue resolved without sequelae. (B)(4).

Manufacturer narrative:
On 11/30/2016, biosense webster received additional information regarding this complaint: the patient suffered a second episode of atrial flutter with variable av block 98 days post-procedure. The conduction pattern was 2:1. Both dc and pharmacologic cardioversion were required. Extended hospitalization was required, but the issue resolved without sequelae. The principal investigator assessed this second episode as not serious, moderate in severity, not investigational device related (carto finder software), and possibly index procedure related. (B)(4).